Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that due to severe explant damage the lead is stretched beyond the original length. Proximal conductor fractures are located at the distal end of the returned segment.

Event description:
The lead was returned to the manufacturer after being explanted for unknown reasons. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.